Event description:
It was reported in a journal article that a patient underwent a primary rotating hinge knee total knee arthroplasty on an unknown date and experienced a patella fracture 28 days after the initial procedure. Subsequently, the patient underwent a stabilization procedure with tension band wiring. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). It was reported that device implant date occurred between (B)(6) 2004 and (B)(6) 2013. Concomitant medical products: unknown nexgen rotating hinge knee femoral component: catalog# ni, lot# ni; unknown nexgen rotating hinge knee articular surface: catalog# ni, lot# ni; unknown nexgen rotating hinge knee tibial tray: catalog# ni, lot# ni; unknown nexgen rotating hinge knee femoral stem: catalog# ni, lot# ni; unknown cement: catalog# ni, lot# ni. Report source: foreign: (B)(6). Literature: hintze, j. V., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Good mid-term outcome of the rotating hinge knee in primary total knee arthroplasty - results of a single center cohort of 106 knees with a median follow-up of 6.3 years. The knee, 28, 273¿281. Https://doi.org/10.1016/j.knee.2020.12.016. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.